Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn. The device is still implanted in the patient and no part or lot numbers were provided.

Event description:
The patient and his wife reported a broken cortical locking plate the patient was reportedly implanted with a 2.5mm cortical locking plate and multiple 5.0mm locking screws on (B)(6) 2012, after being involved in a motorcycle accident to treat a compound femoral fracture of the left leg. The part and lot numbers and quantity of screws implanted are unknown. After implantation surgery, patient was prescribed a bone stimulator. The patient was told to discontinue use of the bone stimulator after a follow up appointment on an unknown date during (B)(6) 2013. The patient experienced pain and swelling of left leg on (B)(6) 2013 returned to the surgeon's office on (B)(6) 2013 for an exam. The surgeon was not available to examine the patient on that date but an x-ray was taken. The surgeon followed up with the patient on (B)(6) 2013 and informed the patient there was nonunion of the femoral fracture and that the plate was broken in the middle. Patient was advised to start using bone stimulator again to follow up with the surgeon on (B)(6) 2013 for additional tests and treatment options including possible hardware removal or revision. This report is for one, unknown 2.5mm cortical locking plate. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional complaint event, patient and part information were received on 2/26/2014. Lot number 7506546 was identified after part was explanted and added to report. Explant date was added. Device manufacture date was identified and added. A review of the device history records was performed and no complaint-related issues were found. The investigation could not be completed and no conclusion could be drawn, as the device was not returned for evaluation. Manufacturing location was identified by reported lot number and corrected.

Event description:
Additional complaint event, patient and part information were received on february 26, 2014. The patient underwent revision surgery on (B)(6), 2014 to remove the broken plate, part number 02.124.411, lot number, 7506546 and 13 associated screws from the distal femur non-union. During removal of the screws from the plate the surgeon noticed one of the 4.5mm cortex screws, part number 214.846, lot number unknown, had broken as he removed the screw. The head of the screw was retrieved but the shaft portion of the screw was left in the patient. The remaining screws were removed and then the plate was removed. The plate was confirmed to be broken at the second distal shaft hole. A screw was not used in this hole of the plate. After the plate was removed the 3.5mm cortex screws were removed from the distal femur. After the hardware explantation, the surgeon implanted the patient with a retrograde nail, part and lot number unknown, to treat the non union. The complaint is alleged against the broken plate and screw. This report is for one, 4.5mm va-lcp curved condylar plate/10 hole/230mm/left. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information was received from patient on 4/14/2014. Complaint device was received by synthes.

Event description:
Additional information was provided by the patient and received on april 14, 2014. The complaint file was reopened. According to the operative report signed by the surgeon on (B)(6) 2012, the patient had initially sustained a severely commuted open intercondylar/supercondylar left distal femur fracture, an open patellar tendon laceration, a complex laceration to the left calf of greater than 30 cm and a right inferior shoulder dislocation during the previously mentioned motorcycle accident on (B)(6) 2012. The patient was reportedly (B)(6) at the time of the accident. The report confirmed the original implant surgery to address the leg injuries was performed on (B)(6) 2012. Two grams of ancef was administered as a preoperative antibiotic. The surgeon stated in the report that he had a thorough discussion with the patient and his family regarding the chance of infection and need for future surgeries and the potential for hardware removal, as well as possible neurovascular injury and posttraumatic arthritis. The surgeon prescribed strict nonweightbearing of the lower left extremity following the surgical procedure for an unspecified period of time and stated he wanted to see the patient at his clinic for a follow up visit 10 to 14 days following his discharge from the hospital. The revision surgery was performed on (B)(6) 2014 as previously reported. The pre operative diagnosis was irritable internal fixation of the left distal femur and delayed versus nonunion of the left femur. The patient was administered perioperative antibiotics in the form of ancef 2 grams and started on deep vein thrombosis prophylaxis in the form of 40 mg lovenox, started on postoperative day 1. Per the surgeon's report, the patient was noted to have sustained a fracture of the distal femoral plate approximately 6 to 8 months following his initial open reduction internal fixation procedure, as previously reported. The patient had increased complaints of pain and irritation about the left femur but to the overall fracture stability that was noted in the clinic, the surgeon did not feel he required immediate revision of his nonunion. The surgeon reported he felt the patient's nonunion was more of an incomplete union or partial union at the time of his clinic evaluations due to the overall stability of the left lower extremity on clinical examination of the leg. It was the surgeon's recommendation that the patient undergo removal of the broken hardware and possible revision open reduction internal fixation of the left distal femur should he be found to be suffering form a nonunion and if signification instability was found. During surgery, following visualization of the distal femur, the patient's fractured plated was noted to be covered with bone over the fractured area and it was not visible. The more distal and proximal portion of the plate were visible. All the locking and nonlocking screws to the plate were removed. Following removal of the plate, it was noted that there was significant instability of the fracture and it was suspected that the bone overgrowth on the fractured plate had provided additional stability. The patient was clearly suffering from supracondylar nonunion. The fracture site was cleaned to remove the fibrous nonunion and the additional screws that were utilized to repair the intercondylar portion of the distal femur fracture were removed. One screw was noted to be fractured at the base of the head. The screw was found to be in the anterior portion of the distal femur and was not in the way for intramedullary nailing and, therefore, not removed. There were no signs of infection. The patient was revised with an unknown synthes retrograde femoral nail size 340 x 12 mm, two unknown distal locking screws, one unknown standard screw, one unknown helical blade, and one proximal unknown locking screw. The post operative diagnosis was irritable internal fixation of the left distal femur/broken hardware and nonunion, left supracondylar distal femur fracture. The postoperative disposition stated the patient will be allowed to weight bear as tolerated following the surgery and is instructed to continue the use of the bone stimulator to encourage bone formation around the nonunion. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information was received from patient's wife and synthes sales consultant on 9/10/2013 and 9/11/2013 respectively. Additional product codes: hrs, hwc. Catalog # was obtained on 9/11/2013. Common device name, product code was corrected from jey to jdp.

Event description:
Additional information was received on september 10, 2013. The wife of the patient reported after a follow up visit to the surgeon on (B)(6) 2013, it was determined the plate and associated screws will have to be removed at some point in the future but revision surgery has not been scheduled. The patient is going to continue use of a bone stimulator and take vitamin d supplements for the next six weeks in the hope that fusion of the fracture will continue before additional surgery is performed. Patient is not able to walk without the use of crutches and is in pain. The complaint is alleged against the broken plate and not the associated screws. The plate part number was obtained on september 11, 2013. This report is for one, 4.5mm va-lcp curved condylar plate/10 hole/230mm/left. This follow up report #1 is 1 of 1 for (B)(4).

Manufacturer narrative:
Product development event evaluation was performed on the returned product. The returned plate is in two pieces. The break is transverse at the second va hole. The returned screw broke just distal to the head. The shaft of the screw was not returned for evaluation. The returned plate and screw are part of the 4.5 mm va-lcp curved condylar plate system. Per the technique guide, this system is indicated for buttressing multifragmentary distal femur fractures including: supracondylar; intra-articular and extra-articular condylar fractures, periprosthetic fractures, fractures in normal or osteopenic bone, nonunions and malunions. Tabulated plate product drawing (02.124.411 rev g) was reviewed during this evaluation. The returned plate is made from 316l stainless steel which is an appropriate material for an implantable plate. Tabulated screw product drawing (214.814 rev k) was reviewed during this evaluation. The returned cortex screw is made from 316l stainless steel which is an appropriate material for an implantable screw. The designs are adequate for their intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective.